Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was repositioned, two days after implant, as there was intermittent loss of capture and thumping felt by the patient. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.